Event description:
Found during routine testing. Customer reported that, on checking the defibrillator, it was noticed that the a/c charging light was not on despite the defibrillator being plugged into ac mains. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not charge the battery while plugged into ac power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.